Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard/davol perfix plug may have caused or contributed to the events as alleged. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Note the date of event is estimated as an actual date was not provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's post-operative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11 corrected fields: b3 (date of event) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008, the patient underwent surgery for the implant of an unspecified bard/davol perfix plug. It is alleged that in june 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008- patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿the hernia sac was identified in the right inguinal region and was dissected. A perfix plug was sutured to the transversalis fascia. The patch was cut and placed to the inguinal canal floor¿. (B)(6) 2016- patient was diagnosed with internal hemorrhoids. (B)(6) 2017 - patient was diagnosed with right groin pain, thereby underwent laparoscopic repair with explant of perfix plug. Per op notes, ¿the perfix plug was noted along with adhesions and the perfix plug was found migrated into peritoneal cavity. The perfix plug was excised along with the adhesions¿.

Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard/davol perfix plug may have caused or contributed to the events as alleged. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Note the date of event is estimated as an actual date was not provided. Should additional information be provided a supplemental emdr will be submitted. Not reported.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008, the patient underwent surgery for the implant of an unspecified bard/davol perfix plug. It is alleged that in (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."